Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Image disturbance after a view minutes (after the ccd has waremd up) this event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the ccd module as defective. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ccd module. In addition, we confirmed, that the insertion flexible tube (ift) crushed, and the suction channel dirty. However, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: h6: coding changed, based on the investigation result.